Manufacturer narrative:
An explant was reported approximately one year post-procedure due to dyspnea. Information from the field indicated that patient presented with dyspnea and a redo aortic valve replacement (avr) was performed due to infective endocarditis (ie). Based on the available information, the reported dyspnea could not be determined. Fibrotic thickening may be attributed to the patient's comorbid conditions. However, this cannot be conclusively determined. The reported surgical intervention was results of case specific circumstances as valve explanted surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date in 2019, an unknown size epic valve was implanted. On (B)(6) 2024, the patient presented with dyspnea and a redo aortic valve replacement (avr) was performed due to infective endocarditis (ie). Another unknown size epic valve was implanted on (B)(6) 2024. On (B)(6) 2025, a valve insufficiency was noted due to infective endocarditis (ie) and the valve was explanted and a new 25mm non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2019, an unknown size epic max valve was implanted. On (B)(6) 2024, the patient presented with dyspnea and a redo aortic valve replacement (avr) was performed due to infective endocarditis (ie). Another unknown size epic valve was implanted on (B)(6) 2024. On (B)(6) 2025, a valve insufficiency was noted due to infective endocarditis (ie) and the valve was explanted and a new 25mm non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
An explant approximately 5 years of post-procedure was reported due to dyspnea was reported. Information from the field indicated that patient presented with dyspnea and a redo aortic valve replacement (avr) was performed due to infective endocarditis (ie). Based on the available information, the reported dyspnea could not be determined. Fibrotic thickening may be attributed to the patient's comorbid conditions. However, this cannot be conclusively determined. The reported surgical intervention was results of case specific circumstances as valve explanted surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.